Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the quadrant mode of cataract surgery, using an ophthalmic operating console, the vacuum was lost, leading to venting with anterior chamber shallowing. Additional information was received stating that the patient was visually doing well.

Manufacturer narrative:
Additional information provided in sections d9, h3, h6 and h11. A review of the manufacturing device history record (DHR) confirmed that the system was manufactured in compliance with the device master record and met all release criteria. A nonconformance-based review associated with the serial number did not identify any relevant contributing factors. Service history review confirmed that the system was evaluated under prior to the reported event, and was found to meet manufacturer specifications at that time. Following the reported event, an manufacturer representative performed an on-site visit, during which the system software was updated. Post-service testing confirmed the system met manufacturer specifications in accordance with the service test procedure (stp). System event logs were obtained and reviewed. Surgical cases performed were assessed, during which cases were logged. Review of system alerts during this period did not identify findings directly correlated to the reported event. Based on the information available, the reported issue could not be confirmed as a hardware or manufacturing defect and remains inconclusive. Chamber instability is recognized as a multifactorial phenomenon that can occur with any phacoemulsification system, particularly when operating at lower interocular pressure (iop) levels where tighter operating margins may increase sensitivity to changes in fluidics and surgical technique. Contributing factors may include patient anatomy, surgical setup, surgeon-selected fluidics parameters, and user technique. Based on the information obtained, the root cause of the reported event remains inconclusive. No corrective or market actions were identified as a result of this investigation. Quality assurance has reviewed this complaint and will continue to monitor post-market data for evidence of adverse trending and take further action as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in section b5 the manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating system exhibited loss of vacuum, resulting in anterior chamber fluctuations in the patient¿s eye. Additional information has been requested; however, no further information has been received to date.